Manufacturer narrative:
Per the tandem user guide: "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert: replace the transmitter as soon as possible.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use for longer than 3 months. Customer's blood glucose was 306 mg/dl at time of event. Tandem technical support instructed the customer to use a new transmitter.